Event description:
Hill-rom received a report from the account stating that the legs of the lift are hard to open and close. The lift was located in the shop hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
Upon investigation of the lift, the hill-rom tech found the gear rack was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The hill-rom tech replaced the gear rack set to resolve the issue. Based on this info, no further action is required.